Event description:
It was reported that during a laparoscopic distal gastrectomy, the device loading a gold cartridge was locked out at the 1st stroke of the 1st firing when it was used on the gastric body. And the jaw became not to open in clamping the target tissue. The device was removed by cutting the patient's side with another device. Reinforcement material was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional followup: was the instrument fired across or near an existing staple line or clip?---no information. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---the force of firing was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---no. Was there any difficulty removing the device from the tissue? ---yes, the device was removed by cutting off the tissue. Is there any other additional information you would like to share about this device or procedure? ---no.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incomplete-interrupted firing. The ec60a device was received for analysis with no visual non-conformances and with an ecr60d reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape.